Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was no sealing during surgery. Surgery time was not extended and there was no need for medical intervention. There was no patient injury.

Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. The reported condition was confirmed. The investigation found the device produced an instant regrasp alarm when activated. The manufacturing engineer was notified and confirmed that the product did not meet specifications. The device should seal completely and not activate any alarm. Examination of the crimp revealed that the crimp was bad and the resistance through the crimp measured as open, the gray jaw wire was inserted too far into the crimp and there was little contact between the wire strands and the crimp. The higher than specification resistance caused the generator to go into the re-grasp alarm condition. This crimp defect is a mis-assembly in manufacturing. This crimp was produced by the manual crimper. If information is provided in the future, a supplemental report will be issued.